Event description:
The patient had a pump replacement in 2009. The catheter was not changed at that time. Afterward, the patient developed an epidural abscess. The pump and catheter were removed. The patient was transferred to a different hospital. The patient was in 'bad shape' and was in the intensive care unit. The patient was taken to the operating room to clean out his spine and to place a cervical catheter for baclofen infusion until the infection cleared and the patient was ready for re-implantation. The surgery went well. The final patient outcome was not reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.